Manufacturer narrative:
Device evaluated by MFR: the guidewire was returned, and it was observed that it was detached/peeled at polymer jacket and bent at distal tip. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that guidewire entrapment occurred. The total stenosed target lesion was located in the non-tortuous and severely calcified subclavian artery. A 200cm, 8cm poly tip v-18 control wire was selected for use. During the procedure, it was noted that the guidewire became stuck with the non-boston scientific microcatheter. The device was slowly and carefully removed from the patient and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Event description:
It was reported that guidewire entrapment occurred. The total stenosed target lesion was located in the non-tortuous and severely calcified subclavian artery. A 200cm, 8cm poly tip v-18 control wire was selected for use. During the procedure, it was noted that the guidewire became stuck with the non-boston scientific microcatheter. The device was slowly and carefully removed from the patient and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.